Event description:
Reporting status: malfunction, reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that when the rx vision stent delivery system (sds) was advanced onto a guide wire, the stent appeared loose and moved onto the proximal shaft. This occurred outside the patient and before reaching the y-connector. Another vision was delivered on the same guide wire and without any problem. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was no contrast visible. The stent implant was stationary on the balloon, but pushed proximal to the proximal edge of the distal marker band for a length of 4 mm. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. The inner and outer member was wrinkled in numerous sections proximal to the proximal seal. They were 2 mm proximal to the proximal seal for a length of 1 cm, 3 cm for a length of 5 mm and 7 cm with wrinkled shaft in random sections. The soft tip was stretched and wrinkled for a length of 1 mm distal to the distal seal. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameters of the stent implant. The outer diameter measurements did not meet manufacturing criteria. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.